Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). (01) (B)(4), (11) unknown ,(10) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
A plif (posterior lumbar interbody fusion) procedure was performed to stabilize th12-s due to scoliosis on (B)(6) 2017. On an unknown date, the rods (196789120) had been broken. On (B)(6) 2019, the patient will undergo a revision procedure. This complaint involves two (2) devices.